Manufacturer narrative:
The insulin pump was received with cracked end cap and scratched display window.

Event description:
Customer reported that his insulin pump is broken. Customer stated that he dropped the insulin pump and the bottom of it fell off. Nothing further was reported.